Manufacturer narrative:
Model number/catalog number 72404310; serial number (B)(4); batch/lot number 160155002; gtin (B)(4); model/catalog description pump ms: expiration date 12/15/2021; manufacturer date 12/15/2016. Model number/catalog number 72404161; serial number (B)(4); batch/lot number 152305014; gtin (B)(4); model/catalog description reservoir 65ml pc: expiration date 10/26/2021; manufacturer date 10/26/2016.

Event description:
It was reported that the patient had the inflatable penile prosthesis left cylinder and pump components removed due to a punctured cylinder and dimpled pump. A new inflatable penile prosthesis consisting of a left 16 cm x 9.5 mm cylinder and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the cylinder would not fully inflate due to fluid loss from the left cylinder. The patient experienced the symptoms 2 weeks prior to the replacement surgery. The patient outcome was reported as the patient was well.

Manufacturer narrative:
Model number/catalog number 72404310. Batch/lot number 160155002. Model/catalog description pump ms. Model number/catalog number 72404161. Batch/lot number 152305014. Model/catalog description reservoir 65ml pc. Product investigation: cylinders: the complaint component was returned and analyzed, and the reported allegations of cylinder damage and fluid loss were confirmed via product analysis. Analysis of the cxr 16cm confirmed one of the cylinders had a leak in the cylinder body with broken fabric threads. The damage was due to input tubing wear and avulsion. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Pump: the complaint component was returned and analyzed, and the reported allegation of pump damage was not confirmed via product analysis. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required. Reservoir: the complaint component was not returned for analysis.

Event description:
It was reported that the patient had the inflatable penile prosthesis left cylinder and pump components removed due to a punctured cylinder and dimpled pump. A new inflatable penile prosthesis consisting of a left 16 cm x 9.5 mm cylinder and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the cylinder would not fully inflate due to fluid loss from the left cylinder. The patient experienced the symptoms 2 weeks prior to the replacement surgery. The patient outcome was reported as the patient was well.